Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for high, out of range pacing lead impedance was observed. Lead replacement was suggested.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic prior, during, and after the procedure.